Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, when the patient performed a fingerstick the cgm reading was low, and the blood glucose reading was 342 mg/dl. At that time the patient did not experience symptoms yet, but an unknown time after the patient experienced nausea, headache and vomiting. On (B)(6) 2025, the patient¿s husband took the patient to the hospital. At the hospital a fingerstick was taken and the blood glucose reading would have been high, but no specific number was reported. The patient was given unspecified medication for headache and vomiting. It was stated that no treatment was given for diabetes management, as ¿the pump was still working at that time¿, so most likely insulin was administered via the pump. The patient was discharged after 4 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.